Manufacturer narrative:
E1: patient city: (B)(6).patient country: slovakia.name: medtronic minimed.street: 18000 devonshire street.city; northridge.state: ca.zip code: 91325.country: united states.based on the available information, this event is deemed to be a reportable malfunction.a complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issues event on (B)(6) 2026 where tape was not sticking due to hot weather.